Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the faulty power switch was found to be getting stuck inside of the unit. Additionally, the evaluation found discoloration on the front panel due to wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii xenon light source device¿s power switch was not functioning during preparation for use in a therapeutic colonoscopy procedure. Another spare device of the same model was used to complete the procedure. The patient was under anesthesia, however, there was no delay, patient injury, or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon occurred due to the outdated power switch. Olympus will continue to monitor field performance for this device.